Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had automatic threshold test suspended due to noisy signals. Upon review of stored electrograms (egm) by the health care professional (hcp), no evidence of noise artifacts was found. Subsequently. A request was made for technical services (ts) to review this case. Upon review, ts found evidence suggestive of noise on this right ventricular (rv) lead. High out of range impedance measurements were also recorded on this lead. Ts provided reprogramming guidance and recommended a lead evaluation. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.